Event description:
It was reported by svc report that the scales are not accurate and the lift motors are drifting. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Faulty nut in lift motor.